Event description:
Medtronic (covidien) received information that during a treatment of carotid cavernous fistula, using axium 2-6 helix coil, it was reported the coil detached prematurely. No patient injury reported as a result of the event.

Manufacturer narrative:
Bent pushwire. The clinical observation of the coil being stuck in the hub could not be confirmed as the device was returned with the implant coil already detached. The implant coil was not returned as it was reported as lost. The clinical observation of premature detachment in the catheter hub was confirmed. As received, the pushwire of the device was found to be bent at approximately 44.0cm, 11.4cm, 10.4cm, 8.75cm, 8.1cm, 6.6cm, 6.1cm, 5.0cm, 2.1cm and 1.3cm from the distal end within the introducer sheath. A definitive cause for the premature detachment could not be determined; however, the reported resistance or the bends identified in the pushwire via product analysis may have been contributing factors. All products are 100% inspected for damages and irregularities during manufacture. The lot history record for this device has been reviewed and no quality issues were identified that would have contributed to this event. A review of the axium coil instructions for use (IFU) was conducted and found to be adequate. (B)(4).